Event description:
Complainant alleged that during biomed testing the device caused that associated defibrillator to display a "poor pad contact" message and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.